Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported problem by review of the error log. The fse was able to boot up the analyzer, but error did not recur. Fse noted the error has been intermittent and decided to replace the main board; the slave cpu is located on the main board so the communication error is most likely coming from the main board. Fse successfully loaded the software and restored the analyzer data. Fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 5002 no response from slave. Description: slave response not detected error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to signal failure of the slave cpu on main board.

Event description:
A customer reported error message "5002 no response from slave" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.